Event description:
A patient came in for initial outpatient evaluation. Prior to placing patient in the massage chair, the licensed physical therapist sat in the chair to check it out. The patient was assisted into the massage chair. As the patient sat in the chair the safety latch broke causing the chair to collapse. The patient was assisted to a standing position and another massage chair was brought into the room.